Manufacturer narrative:
Submit date: 27-apr-2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states blank display.

Manufacturer narrative:
Submit date: 27-apr-2017. Upon triage, the service tech found the unit has physical damage; the screen is cracked/broken. Based on this information, this event is no longer considered reportable and no additional investigation results will be sent.

Event description:
The customer states blank display during testing. No patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of blank display during testing. The unit was triaged and the reported issue was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.